Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 4-5x daily and his usual/ expected blood glucose reads around "160-180 mg/dl." The patient manages his diabetes with novolog insulin (6-8 units as needed) and lantus insulin (38 units each morning at 530am). The alleged issue began on the morning of (B)(6) 2012. The patient reported blood glucose results of "437, 84, 89, 104 and 156 mg/dl" with the subject meter. The patient continued to take his usual dose of medications; however, mentioned he took is lantus insulin a few hours later than usual the previous morning due to a medical procedure unrelated to his diabetes. On the morning of the alleged issue, the patient also confirmed he was working hard in his backyard. Later that same afternoon, the patient claims he felt symptoms of sweaty, hot, disoriented and was "acting drunk." The patient's wife gave him honey as treatment before contacting emergency medical services (ems). The patient obtained a blood glucose result of "96 mg/dl" with the ems meter. The patient denied receiving any additional treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012 with the following finding: the meter and test strips both passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.